Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned and investigated. The reported sgc leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported leak was confirmed and observed to be the result of a torn silicone valve inside the sgc hemostasis valve; however, a definitive cause for the torn valve could not be definitively determined. It is possible that the user technique used to insert the dilator during the procedure contributed to the silicone tear, which resulted in the observed loss of fluid column; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation, leaking was observed, and if were to reoccur in the anatomy, there is a potential to cause or contribute to patient injury. It was reported that during preparation of the steerable guiding catheter (sgc), the dilator was inserted into the sgc, and the guide was de-aired per the instructions for use (IFU). The guide tip was submerged in the basin of heparinized saline to a vertical position, removing the finger from the tip, but after a few seconds, leaks were observed at the hemostasis valve. The IFU maneuvers were repeated several times, also changing the stopcock and high pressure tubing, but the issue persisted. The sgc was not used in the anatomy and was replaced. A new device was used successfully. There was no clinically significant delay in the procedure. No additional information was provided.